Event description:
Additional information received reported that it was normal life depletion. The manufacturing representative was able to program around the high impedance problems and the patient left with good pain control and coverage. It was unknown how the patient was doing since then. The patient had not contacted the manufacturing representative or the healthcare provider (hcp) office with any complaints from her. They did not see any obvious lead fracture under x-ray.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient came in to have her prime cell implantable neurostimulator (ins) replaced for eos (end of service) and impedance testing found >40000 on electrodes 9, 10, 11, 12, 13, 14, and 15. It was stated that reprogramming was performed as a result of this issue. It was reported that the healthcare professional (hcp) believed he could see a possible wire fracture between contacts 8 and 9. It was noted that the hcp decided not to replace the lead at the time and wanted to try programming around the problem. It was stated that after the patient was moved to recovery a program was made of 0+, 1+, 8- with pulse width of 360 and rate of 50. The patient stated that she had complete coverage, it was not missing any areas of pain, and it was helping with her pain already. It was reported that the patient was alive with no injury. The patient experienced less than 50% therapy relief as a result of the event.